Event description:
The reporter did back to back (rapid succession) blood glucose tests. Reporter's results were 299 and 383mg/dl. Reporter did not have any symptoms. A control solution test was in range, 119 (94-141). The meter had never been cleaned. On follow-up, reporter checks the confirmation dot for enough blood when testing. No harm was alleged.